Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced an event of occlusion alarm on 01-oct-2024. Patient blood glucose at the time of event was noticed high. Patient took correction bolus via pump. Patient was found positive for moderate ketones. Patient changed soft cannula infusion set only and resumed insulin. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The complaint (B)(4) has been evaluated. The lot 6005159 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 18, version 39 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with wi version 10 test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005159 was manufactured according to the document version 70 on the packing process in the machine l171, on (B)(6) 2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.